Event description:
It was reported that the ventilator alarms and then shuts down while connected to a patient. The ventilator can be turned back on again. The patient was placed on a back-up ventilator.